Manufacturer narrative:
Correction: a3 sex and date of birth. E1 reporter establishment name.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their t12 lead. Surgical intervention was undertaken, and the lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.